Event description:
The dealer distributor that had purchased the unit was preparing to install the panoramic x-ray unit at their location for display. When the unit was removed from the packaging and moved for the installation, the overhead disconnected from the chassis and was hanging by the wiring harness.

Manufacturer narrative:
There were no injuries with this event. Examination of the of the unit found that the four bolts that secure the panoramic overhead to the chassis were stripped and aluminum shavings were found inside the threads of the bolts. Records indicate the unit was shipped to four different locations before it was unpacked by the dealer. The dealer stated that the unit was not unpacked at the other locations. The noted damage to the bolts indicates that some kind of force was introduced to pull the four bolts from the overhead. This unit has been requested for return by the manufacturer for evaluation. Evaluation performed by dealer.